Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed: error 01 has been triggered on february 09th 2023. The device was repaired locally by the mu (fresenius kabi market unit) according to the process in the technical manual. The spare part optical sensor was returned to our laboratory for analysis. Upon reception, the piece was submitted to a visual check and tested in an agilia sp tester. The tests performed were compliant, no error 01 triggered. The reported event could not be reproduced but the log file of the device confirms the event. Due to the lack of information, the root cause cannot be identified. An internal CAPA has been opened in june 2021 in order to reduce the occurrence of error 01. To our knowledge no patient consequences have been reported. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "error 01 after device start up of infusion. On device was [diagnosed as a] faulty optical sensor. Sensor was changed to new one. After repair device functional and safe. Quality control performed according to manufacture instruction (technical manual)." Error 01 is defined by the technical manual as an error rotation issue. Reporting due to the referenced issue; no patient harm was communicated. More information is needed to complete the investigation.